Event description:
The customer contact reported the device touchscreen was inoperable and the device was overheating. The device was returned to the biomedical dept with an unsigned note that stated, "high temp and touch inop." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed and had an unspecified overheating charring or melting noted on the device and the device was not hot to touch. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.